Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge o-ring and pump area, cleaned pneumatic tap, attempted to reload cartridge, and performed pump reset per technical support guidance, and issue was escalated; technical support assisted with loading new cartridge and processed replacement request, and customer later asked that replacement be shipped to different address, which technical support relayed by email.